Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that recoverable 23062 errors occurred. The tse confirmed error 23062 in the logs pointing to the wrist of the master tool manipulator left (mtml). The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator left (mtml) due to error 23062 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was analyzed. Failure analysis confirmed error 23062 upon reviewing the logs indicating a failure on the wrist pitch axis. However, failure analysis could not replicate error 23062 during in-house testing. A visual inspection was performed. No external mechanical damage, contamination, or abnormal conditions were observed related to the reported event. The unit was installed on an in-house system and failed gravity balance tests. However, the unit passed after running recalibration sequence and regrease. Additional findings found slow gravity balance tests failure. The unit was run on slow speed sine cycle and wrist pitch axis for one hour, but no error was observed. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to defective wrist pitch axis 5 and slipring.